Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. The patient received an initial treatment of vancomycin (intraperitoneally, dose, frequency, and duration not reported) for peritonitis. While hospitalized, the patient received vancomycin (intravenous, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Approximately one week after admission, the patient was discharged from the hospital and the patient began treatment with vancomycin (intraperitoneally, dose, frequency, and duration not reported) for the event. At the time of this report, the patient had recovered. No additional information is available.